Event description:
The customer called to report that the pump had alarms prior to the admission. The customer was hospitalized due to high blood glucose and dka. Troubleshooting was performed. The programming, bolus history, and insulin concentration were correct. A fixed prime test was completed and the device did not alarm. Instructed customer to change the infusion set and the reservoir.